Manufacturer narrative:
Initial reporter's first name was gathered via follow-up.

Manufacturer narrative:
The report event of lead fracture was confirmed. As received, the returned lead found all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The cause of the event is consistent with damage during use.

Manufacturer narrative:
The event date is unknown. Further device information and implant date were requested but not received. The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
This report is in reference to a (B)(6) patient. It was reported the patient had lost therapy. X-rays were taken and their lead was found to be fractured. As a result, the patient's lead was explanted and replaced. Surgical intervention addressed the patient's issue.